Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported the patient was a female with date of birth (B)(6). (B)(6). It was reported that the explant was performed on (B)(6) 2017, in the right eye (od) and the implant date was (B)(6) 2017. The serial number for the product explanted was (B)(4). The replacement lens was a zcb00 21.0 diopter intraocular lens. Furthermore, there was an incision enlargement, but no vitrectomy was performed and no sutures were used. There was no post-operative patient injury. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. Outcomes attributed to adverse event: required intervention. Expiration date: 11/10/2020. (B)(4). Catalog number: zlb00u0210. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Device manufacture date: 11/10/2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The serial number was not provided. The lens remains implanted. However, an explant is planned for (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had bilateral zlb00 intraocular lenses (iols) implanted. There are two planned explant dates for each eye on two different dates, (B)(6) 2017, because the patient is not getting good visual acuity at any distance. Reportedly, the doctor stated he hit the target, but the lens is not working for the patient. No additional information was provided. This report will capture the event for the planned explant scheduled for (B)(6) 2017.